Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd perisafe plus¿ peridural-sets were kinking at the exit site in some patients. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Five sealed trays were received and catheters were forwarded for investigation. Visual inspection was performed and no kinks were observed. Complaint not confirmed based on visual inspection of samples. Device history records were reviewed and no issues were found. No corrective actions were taken as the complaint could not be confirmed; however, production personnel were notified of the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd perisafe plus peridural-sets were kinking at the exit site in some patients. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd perisafe plus¿ peridural-sets were kinking at the exit site in some patients. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.